Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device shows the anchor is intact, but is misaligned with the inserter. Removal of the anchor from the inserter confirmed the inner shaft to be bent. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the device indicates axial alignment was not maintained during insertion of the anchor. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that the footprint ultra pk suture anchor 5.5 became deformed, it was removed from the patient and another backup anchor was utilized to complete the procedure, no patient injury reported.